Manufacturer narrative:
Cbas® heparin surface incorporates carmeda heparin manufactured from heparin sodium api, which is covalently bound to the device surface and is essentially non-eluting. H6: code c19 - a review of the manufacturing records indicated the lot met all pre-release specifications. H6: code b20 -the device remains implanted and was therefore not available for engineering evaluation by gore. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
The following was reported to gore: on (B)(6) 2025, patient underwent an endovascular procedure to treat a type b dissection utilizing a gore® tag® thoracic branch endoprosthesis. On (B)(6) 2026, patient was admitted to emergency department with left arm numbness. Physician stated that a patient had come in with a kinked side branch component of the gore® tag® thoracic branch endoprosthesis (tbe) as shown on the cta, which was causing arm discomfort and was due to alignment of portal marker issue. There were no patient anatomical challenges (tortuosity or calcium) during the initial procedure nor any reduced or occluded blood flow as result of the device kinking. Physician did state that the cause of device kinking was due to alignment of portal marker as there was not enough room for portal branch to deploy to full diameter during initial procedure. On (B)(6) 2026, patient underwent an endovascular reintervention with the side branch relined with a gore® viabahn® vbx balloon expandable endoprosthesis and procedure ended well. Reportedly, the patient has recovered from the left arm's discomfort and numbness.